Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the outer and inner carton packaging as well as the outer and inner sterile packaging has visible damages on the same position. The available components have been examined visually and microscopically with the digital microscope. It was found that the outer sterile packaging has been opened. Visible damages can be found at the outer and inner carton packaging, therefore the sterility no longer can be guaranteed. All several packages were damaged at the same position from the inner side of the packaging to the outer side of the packaging. This error was clearly visible and according IFU the implant may not be used any more. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to your specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably transport/usage related. Due to the kind of damages it is assumed that the failure occurred most probably during the distribution and transport process to the hospital respectively in the hospital. It is assumed that sue to an improper transport situation all packaging layers were damaged.

Event description:
It was reported by the healthcare professional to the company sales representative "that during surgery the implant device was opened and there was a hole sliced into the outer and inner layer of the package". There was no harm to patient and no delay in surgery.